Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding device serial number, event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is "rupture." This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "rupture." Device remains implanted.